Manufacturer narrative:
(B)(4) approximate age of device ¿ 34 days. The pump was returned without the inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase (ldh) and the events that were captured in the system controller log file provided by the account. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the dl did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The submitted system controller log file captured a few low speed advisory alarms on (B)(6) 2016 with the speed dropping to between 7000-8000 rpm. Power elevations noted as high as 14.8 watts were captured during these low speed events. The low speed hazard alarm became active on (B)(6) 2016 at 6:34am and 6:50am. These events were accompanied by transient low flow hazard alarms and pump stop events. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) level was elevated and pump power elevations with speed drops below the preset low speed limit were observed in the system controller history. The patient¿s hemodynamics had changed and an echocardiogram ramp study revealed left ventricle dilation and the aortic valve did not close until the pump speed was increased from 9400rpm to 12000 rpms. The patient underwent a pump exchange on (B)(6) 2016.